Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that during central processing, the large needle driver was defective. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: there was no physical damage noted at the distal end. There were no broken or damaged cables. There was no sign of a dislodged or missing pin. The instrument tips were not detached from the instrument. The tips were not misaligned or bent. There were no functional issues related to motion. The needle did not fall off into the patient¿s body as a result of the reported event. There was no report of the device moving with non-intuitive or uncontrolled motion. The instrument did not remain static. There was no material missing or detached from the portion of the device that enters the patient¿s body. No fragment fell inside the patient¿s anatomy.